Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from august 20, 2020 - august 21, 2020. H10: the device was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. The ruptured bladder was examined for signs of abnormality that may have led to the rupture. There were no signs of abnormality. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of folfusor sv (small volume) ruptured during filling with fluorouracil. There was no patient involvement. No additional information is available.